Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 04/23/2018, it was reported to mentor that the device evaluation and investigation has been completed. The device was received without fluid. The device appeared intact. Leak testing revealed there was leakage from the valve. No other anomalies were observed. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: 1. Tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation. 2. Dislodged valve material from a valve puncture or tear. 3. Water soluble crystal like material (residual nacl from te fill solution). External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. (Pert 0102) excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. (Pert 0101) holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. (Pert 9902) holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. Based on the information provided and the results of the laboratory examination of the device, product evaluation team was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Manufacturer¿s reference number: (B)(4).